Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6)) was explanted from the right eye prior to any light treatments due to a refractive surprise. A new lal (sn (B)(6)) with a different power was implanted as a replacement.